Manufacturer narrative:
Qn#(B)(4). A device history record review was performed with a potentially relevant finding. A nonconformance was initiated only as a general nc to temporarily allow certain finished good part numbers to be packaged with additional gauze in order to better secure medication ampules in the inner tray. The customer reported broken ampules in the kit. The customer returned one opened kit for investigation. Visual examination of the returned kit revealed, none of the ampules were returned for investigation. The reported complaint of broken ampules could not be confirmed based upon visual examination of the received sample. No ampules were returned for investigation. A device history record review was performed with a potentially relevant finding. Although, no ampules were returned, a CAPA was initiated to further investigate this complaint issue.

Event description:
It was reported that there are broken ampules in this kit.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there are broken ampules in this kit.